Event description:
A facility reported that after about 20 minutes of use, the duo headlight 2 bay system - us (90620us) started to overheat and the beam began to flicker. It was reported that the device was not in contact with a patient and no patient injury occurred.

Manufacturer narrative:
The duo headlight 2 bay system - us (90620us) was returned for evaluation. Failure analysis: the duo headlight was received in used condition. The depot technician was able to duplicate the reported problem. Evaluation identified that the holster had a broken latch to release the battery, the wire harness was causing the light to flicker, the fan went from low sound to a high pitched sound and the snorkel had exposed wires. The snorkel, wire harness, holster, fan, and connector board were replaced to address these issues. Evaluation and function test were performed and the unit passed all tests. Root cause analysis: the reported complaint was confirmed. Evaluation identified that the holster had a broken latch to release the battery, the wire harness was causing the light to flicker, the fan was not functioning consistently, and the unit had exposed wires. This is most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.